Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photograph showed a 20g insyte autoguard IV catheter positioned on a white background with an arrow pointing to the catheter adapter. No leaks could be identified from the catheter adapter. No damage or defects were identified on device. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global wing leaked. The following information was provided by the initial reporter, translated from french to english: circumstances of occurrence / description of facts: when placing a short 20g 25mm catheter on a patient, a leakage was observed on the catheter adapter between catheter and non-return valve (see appendix). By consequently, the catheter was immediately removed and a blood flowed onto the nurse. Another catheter was replaced. The nurse also told us that other patients' dressings were more soiled than usual, suggesting that leakage had also occurred with other catheters of the same reference. Clinical consequences: painful procedure for the patient riak accident exposition of blood (aes) for the nurse-extended patient intervention time temporary damage, disorganization date of occurrence: (B)(6) 2025.